Event description:
An Impella CP device was inserted into the right femoral artery in a 78-year-old male patient presenting in Society for Cardiovascular Angiography & Interventions (SCAI) stage C shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The Impella was inserted for ventricular support during a protected percutaneous intervention (PCI).After two days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the Impella functioned at P-4 at 2.5L/min as intended with D5W Heparin in the purge solution.Post Impella removal, the physician had difficulty obtaining hemostasis at the access site. Multiple percloses were used unsuccessfully. The patient was eventually taken to the operating room (OR) for vascular repair of the femoral area. Bleeding can be attributed to Impella's anticoagulation and purge requirements. Vascular injury can be attributed to the patient's vessel characteristics and/or user technique.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.